Manufacturer narrative:
This follow up report is submitted to provide the results of the legal manufacturer's investigation, including a device history record (DHR) review. The user informed olympus that the issue is no longer present, however no information was given as to how the issue was resolved. We confirmed via DHR review that the subject equipment was shipped in accordance with specifications. We cannot conclusively determine the cause of the reported event. Probable causes include: - the detergent replacement indicator was lit as the equipment was used after being stored for a long time. - or, the reprocessing cycle was not loaded after the error message e95 indicated at the previous reprocessing and refilled the detergent.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the detergent replacement indicator on the endoscope reprocessor was lit but there was no known error. There was no patient involvement in this event.